Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 814:04 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a disconnected air in line print circuit board. The air in line print circuit board was reconnected and calibrated to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Failure code 814:04 indicates a sensor error (time base error: 4.5 mhz outside tolerance).

Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.